Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt experienced a fall and has not had effective stimulation therapy since. The pt stated that all of her programs are causing stimulation in her ribs. X-rays were taken and it was found the pt's right side lead had migrated two vertebral bodies and shifted lateral. Reprogramming was performed using the pt's left lead but it was unsuccessful. Surgical intervention to address the issue may be undertaken at a later date.